Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, t1 of the fast-fix deployed/implanted properly and it was noted that the thin metal introducer/pusher mechanism would not retract to engage t2, as per this, the implant was unable to be deployed. The t1 implant was forcefully removed by pulling on the suture. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the t1/t2/suture were not returned. The needle/overmold assembly is bent. The actuator is stuck at the tip of the needle. There is bio debris on the needle. A functional evaluation was performed on the returned device and found that the device is stuck at the tip of the needle due to the bent needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: internal complaint reference: case (B)(4).